Event description:
It was reported that there was poor sleeve cover and blood leakage occurred with a bd vacutainer® flashback blood collection needle. This occurred on 5 separate occasions during use, however, patient information is unknown. The following information was provided by the initial reporter, translated from chinese to english: when using the fbn, it found that the sleeve did not recover, and blood leakage at sleeve, caused a large blood flow to the needle holder.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for blood leakage with the incident lot was observed. The picture shows a flashback needle holder with a vacutainer inside the holder held by a hand wearing gloves. There is no flashback needle attached to the holder, therefore unable to determine if the leakage is coming from the rubber sleeve. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9298317 medical device expiration date: 2021-10-31 device manufacture date: 2019-12-03 medical device lot #: 9330627 medical device expiration date: 2021-11-30 device manufacture date: 2020-01-09". A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was poor sleeve cover and blood leakage occurred with a bd vacutainer® flashback blood collection needle. This occurred on 5 separate occasions during use, however, patient information is unknown. The following information was provided by the initial reporter, translated from (B)(4) to english: when using the fbn, it found that the sleeve did not recover, and blood leakage at sleeve, caused a large blood flow to the needle holder.